Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The history data was sent for investigation. The customer specified the date 2025 as the date of the incident. Therapy start time was (B)(6) 2025 at 10:30am. At (B)(6) 2025 at 11:53am a new dose rate was set from 10 microgram/h to 5 microgram/h from the user. No sample was provided for evaluation. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "infusion rate was adjusted from 5mcg/hr (0.5ml/hr) to 10mcg/hr (1ml/hr). Wrong infusion rate was administered to patient."